Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. Philips field service engineer (fse) confirmed the error code during testing. The fse found leakage in oxygen sensor connection. The fse tightened the oxygen sensor to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the extended self test (est) test failed patient circuit leak test. There was no patient or user harm reported. The event date was not specified; estimate used.